Event description:
Multiple caregivers reported that the prevena incision management system frequently had quality issues. Reported issues were blistering patient skin on removal, difficult to use, not sealing properly, and having to be changed more frequently than the previous brand used by the hospital. All surgeons independently stopped using the dressings. They have been replaced with another brand that is of a better quality.